Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements - ¿check the following for each connector: the connector should be fixed firmly the o-rings should be free of abnormalities such as cracks, tears, or dents.¿ based on the results of the investigation, it is believed that stress caused the reported event to occur. It is likely that the tube was unable to be connected since the connector became loosened and came apart. It is also likely that the cause of the loose connector was the user applying stress on the connector toward the loosening direction. Another possibility is the connector may have been impacted by something hard and that could have compromised the connection. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report the missing connector on their olympus oer-pro. Olympus dispatched a field service engineer (fse) to inspect and repair the unit. During the fse's visit, the equipment was repaired and verified according to the OEM instructions. The device is not scheduled for return, but if additional information becomes available prior to the conclusion of the investigation, a supplemental report will be provided.

Event description:
The customer reported that the olympus endoscope reprocessor had a missing gray connector port. This event was noticed during reprocessing and had no patient involvement.